Manufacturer narrative:
Product complaint#: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did all 3 stratafix sutures break? Or did only 1 stratafix suture break? Only 1 suture broke. Suture was applied to fascia and fascia was dehisced. Ssi was completely healed by antibiotics. After reoperation, the patient was recovering well, and the patient already discharged.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did 3 stratafix sutures break? Or did only 1 stratafix suture break? Only one suture at upper abdominal was broken. Please provide the patient's demographic information including age, weight, bmi at the time of index procedure: male and the patient was well-built. Date and name of laparotomy procedure? 1 week before dehiscence. The diagnosis and indication for the index surgical procedure? Unknown. On what tissue was the suture used? On fascia. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unknown. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Yes. Were two reverse stitches performed across the incision prior to closure?¿yes what tissue dehisced? Fascia. Where did the suture break? (Termination, middle, end)? Middle. Were there any precipitating stress factors that led to the suture breaking? Not reported. Onset date/time of dehiscence? (# post op days) post op 1 week. Please describe the appearance of the suture during the second procedure. Suture was broken at middle. What symptoms did the patient experience following the index surgical procedure? Onset date? Unknown. Other relevant patient history/concomitant medications? Not reported. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Non-serious superfacial surgical site infection was occured, but it didn't expand deeper site. The patient was well-built. What is the patient's current status? Discharged. Lot number? Unknown. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Not reported. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes, post-op. Were cultures performed? If so, please provide the results. Unknown. How much and what type of drainage is present in this wound? Unknown. Please describe any medical intervention performed including medication name and results. Post op antibiotics. Were any pre-op cleansing procedures changed recently? If yes, please describe: not reported.

Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name irgacare. Active ingredient(s) triclosan. Dosage form suture/solid/parenteral. Strength 2360 g/m. Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did 3 stratafix sutures break? Or did only 1 stratafix suture break? Please provide the patient's demographic information including age, weight, bmi at the time of index procedure. Date and name of laparotomy procedure? The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? What tissue dehisced? Where did the suture break? (Termination, middle, end)? Were there any precipitating stress factors that led to the suture breaking? Onset date/time of dehiscence? (# post op days) please describe the appearance of the suture during the second procedure. What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? Please describe any medical intervention performed including medication name and results. Were any pre-op cleansing procedures changed recently? If yes, please describe.

Event description:
It was reported that a patient underwent a laparotomy about (B)(6) 2023 and barbed suture was used. The wound was from xiphoid process to subumbilicus which was about more than 30cm, therefore three sutures were used. One week after the surgery, in the ward ICU, dehiscence occurred. A few centimeters dehiscence was found in the upper abdomen and re-operation was performed on feb 15. During the re-operation, it was found that the suture was already broken. The patient is in the hospital. Observation of postoperative course is the treatment plan. It was also reported that there was a minor but superficial ssi. No deep penetration was noted. The patient was well-built. Additional information was requested.